Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 420 mg/dl. Customer's other blood glucose value was unknown. Customer reported insulin pump appears to dispense insulin but it was not entering her body and it was not lowering her blood glucose level. Customer reported no delivery error. The customer was treated with manual injection. The insulin pump was not expected to be returned for analysis.